Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patient experienced diaphragmatic and nerve stimulation. The patient reported the right ventricular (rv) lead had dislodged. The rv lead was reprogrammed and then later revised into the rv septal area. The lead remains in use. No further patient complications have been reported as a result of this event.